Event description:
The user facility reported a 66-year-old male scheduled for coronary artery bypass grafting was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced a cerebral vascular accident with residual left sided weakness. The patient remained on impella 5.5 support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the stroke/cva has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on the clinical information provided, the patient had a small, non-significant obstruction with residual left sided weakness. Data logs were reviewed, and no motor current spike were observed relative to the event. The cause of the stroke issue was most likely patient condition related and unknown relation with insufficient clinical/log review.